Event description:
It was reported that surgical intervention took place on (B)(6) 2019, wherein the patient¿s lead was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The report event of high impedance was confirmed. The return lead had a kink with all internal wires broken except two channels; causing the reported issue. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported diagnostics indicated high impedance readings with the right side deep brain stimulation (dbs) lead. External examination of the patient indicated varying impedance measurements when the lead and extension connection was palpated. A new extension was trialed, but did not resolve the issue. Further surgical intervention may take place to address this issue.